Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6)2010. (B)(4).

Event description:
It was reported that the presence of the right atrial (ra) lead was preventing venous access for another lead so it was decided to remove the atrial lead. However, during the ra lead extraction the svc was torn, there was a hemothorax, and effusion was seen through fluoroscopy. The ra lead was removed and not replaced as the procedure was abandoned. The chest was opened to repair the svc and stop the bleeding. No further patient complications have been reported as a result of this event.